Manufacturer narrative:
(B)(4).

Event description:
It was reported that, an 840 ventilator generated a loss of communication error message. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). The field service engineer evaluated the ventilator and replaced the breath delivery (bd) printed circuit board (pcb). The ventilator was tested which passed all testing and was placed back in use at the customer site. The bd pcb was returned for further evaluation; however, no fault was found with the component.